Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 9421 and panel connection lost. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with "panel connection lost" and tf 9421. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The correction implemented was shipment and replacement of the vu esm, and the partner confirmed that the issue was resolved following replacement. No further complaints related to this device are registered. Hamilton medical ag considers this case closed.